Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient is reportedly having tia's. The patient had some residual on the left-side of their mouth where it is not fully mobile when speaking. CT's did not show anything indicating stroke and there have been three instances where patient has lost the ability to move and it is commonly on the patient's left-side. The customer will monitor the patient and their internalized normalized ratio (inr). The inr was at 1.9 with a goal of 2.5-3.0.